Event description:
The customer reported the cuff leaked air after a day of use on the patient. A non-routine replacement of the tube was required.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed and the results will be added to the database for trending purposes.